Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump had off no power and unexpected restart alarm. Customer¿s blood glucose was 290 mg/dl. Drive support cap was normal. Customer reported white dirt on the battery cap. Troubleshooting was performed for pump error. The insulin pump will return for the analysis.

Manufacturer narrative:
Insulin pump received with blank display due to corroded battery tube spring contact and corroded battery tube. Unable to perform all functional testing including the operating currents, a21 error test, rewind, basic occlusion, occlusion, prime and excessive no delivery test or verify a21 and unexpected battery power loss anomaly due to blank display.